Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h6: img code for product ID: nim4cpb1, serial/lot #: (B)(6) is : g02005 manufacturing date is : 2023-03-23 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op there were multiple issues like lead off detected error, out of measurement range while bovi was off and electrode check for channel 2 was "off" channel 1 kept going in and out of passing electrode check. When surgeon can pick up any nerve signal, the channel picks up values in the thousands. Representative tried reseating the electrodes but no use. The site swapped nim 3.0 and issue resolved. The procedure was delayed by less than an hour. There was no patient impact.

Manufacturer narrative:
H6: fdc code is updated. Previously updated d16 is no more applicable for both the devices having product ID: nim4cm01 and nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis for product ID: nim4cpb1, serial/lot #: p2214788/226237754 analysis found that connector pins on afe board are loose. H6: codes are updated. Previously updated fdm b17 and fdr c20 are no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.